Manufacturer narrative:
It was reported that the tip of the endoscope brush was identified to be in the patient's stomach. After multiple good faith attempts the reporting facility remained unable or unwilling to provide additional patient, product, or procedural information to the manufacturer. No impact or adverse effect to the patient was originally reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the tip of the endoscope brush was identified to be in the patient's stomach.